Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03992. Related manufacturer reference number: 1627487-2020-03993. It was reported that patient experienced ineffective therapy since implant. Diagnostics showed high impedance on the l4 lead. X-rays revealed that the leads had migrated. As such, surgical intervention took place on (B)(6) 2020 where in the leads were explanted and 2 new leads were implanted to address the issue. During the procedure it was noted that the l4 lead was fractured. Reportedly, effective therapy was achieved post operatively.